Event description:
It was reported via repair work order that the backrest is cracked, the foot end restraint strap is missing, and the restraint straps have holes in them. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.